Event description:
It was reported that a month post implant this left bundle branch (lbb) lead was explanted and replaced with a new lead due to therapy upgrade. Subsequent additional information was received indicated that the physician had opted to replace this lbb lead due to the lead had exhibited a drop in pacing impedances and rise in pacing threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.